Event description:
It was reported that stent damage occurred. A 2.25x28mm promus element¿ drug eluting stent was selected for use to treat the lesion. During unpacking, the physician noted that the proximal part of the stent was lifted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. No issues were noted with the profile of the devices tip. The stent struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the profile. A visual and tactile examination found no kinks or damage along the length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x28mm promus element¿ drug eluting stent was selected for use to treat the lesion. During unpacking, the physician noted that the proximal part of the stent was lifted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).